Manufacturer narrative:
Philips investigated the complaint. The philips field service engineer (fse) inspected the system on site and confirmed that a mains power outage had caused the system failed to power and had drained the ups batteries, which forced the ups into bypass mode. To resolve the issue, the fse powered the ups, switched off the system, and reset the wall breaker. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power fluctuations or outages may occur that can cause the allura system to not boot up. This scenario includes a situation in which the main hospital power supply is fluctuating or there is localized power failure that is not caused by the allura. Since the malfunction of an external power source is not malfunction of the allura system, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's uninterruptible power supply would not turn on, which can impact booting. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.